Event description:
It was reported that this right ventricular lead was surgically abandoned and replaced due to high pacing impedance out-of-range and high capture thresholds that were seen for many years. The physician was waiting for the generator change to replace this lead. No physical inspection was performed and no additional adverse patient effects were reported.